Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was reported to have missed beats 9 to 10 times each minute. The patient and system were checked. It was determined that the right ventricular (rv) lead was not fully inserted into the header. An invasive procedure was performed to insert the lead into the header. No adverse patient effects were reported. The system remains in service.